Manufacturer narrative:
Product inquiry stated unknown cannulated instruments and the tissue protection sleeve t2 recon to be the subject products. No further associated products were reported. According to information received debris was noted on approximately 8 cannulated items after the instrument kits having been being washed. Black debris should have been still visible after the second cleaning process. Both affected instruments kits were returned to the corresponding loner department / customer service. The received instruments, in particular the cannulated items were carefully inspected and examined by the loner department. All instruments were examined, but no spots, debris or any failure could have been identified. The reported event could not be confirmed. The exact root cause of the reported event could not be determined. Nevertheless, based on the above facts it can be ascertained that the event was not caused by a deficiency of the devices. The cause of the reported event can only be found in an insufficient cleaning by the customer. The IFU and the sterilization and cleaning guide include in detail the correct cleaning and sterilization process in particular for cannulated instruments. Trays are intended for sterilization, transport and storage of medical devices. They are not designed for cleaning and disinfection in the fully equipped state. The devices must be removed from the tray for adequate cleaning results. Directly after application (within a maximum of 2 hours postoperatively) remove gross soil using absorbent paper wipes. Additionally, intensive rinsing of the medical devices with fluent water or transfer of the medical devices into a bath with an aldehyde-free disinfectant solution meeting the criteria given in appendix 1 is highly recommended. Use a bottle brush of appropriate diameter for cannulations. Ensure that the brush passes the whole length of each cannulation at least three times. Pay particular attention to cannulations and blind holes as well as hinges and joints between mating parts. At least three times complete rinsing by application of a syringe (volume 1-50 ml) is required. Visually inspect for any remaining soil and repeat the steps above if necessary. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device was not returned.

Event description:
The customer reported that they put a t2 recon loan kit and a t2 long loan kit through the washer on (B)(6) 2016 in readiness for a case and that they noticed debris on approximately 8 cannulated devices in the kits after the cleaning process. They put the kits through the cleaning process again, paying particular attention to manual cleaning. The kit was then put through an ultrasonic clean, but in a basket rather than instruments being individually pouched. Black debris was still visible after the second cleaning process. The customer further reported that the case on (B)(6) 2016, for which the kit had originally been processed, had to be rebooked.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that they put a t2 recon loan kit and a t2 long loan kit through the washer on (B)(6) 2016 in readiness for a case and that they noticed debris on approximately 8 cannulated devices in the kits after the cleaning process. They put the kits through the cleaning process again, paying particular attention to manual cleaning. The kit was then put through an ultrasonic clean, but in a basket rather than instruments being individually pouched. Black debris was still visible after the second cleaning process. The customer further reported that the case on (B)(6) 2016, for which the kit had originally been processed, had to be rebooked.